Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6): it was reported that the instrument does not detect positive samples (false negatives) in drawer c row s positions 10 and 11. An fse was dispatched to the site and noted that there was dust on the reader sensors (detectors) and cleaned these in drawers b and c. Retesting of samples occurred and provided the correct results. It was stated that the instrument was performing per specifications and was returned to the customer for use. The case was closed. The root cause of this complaint cannot be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported, bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were two false positive results. There was no report of patient impact.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were two false positive results. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.